Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective and a replacement was required. Visual inspection was performed and found a damaged top cover, front enclosure, bottom cover, battery lock, battery compartment, the sounder, in addition, the backlight on the lcd screen is not functional, 8 screws missing for the bottom enclosure and loose load cells screws. The physical damages found during visual inspection are considered unrelated to the reported complaint. Damaged parts were replaced to address the issue. Following the repair, the platform passed all functional testing criteria and met all required specifications. The autopulse platform is a reusable device and was manufactured in october 2007 and is (B)(4) years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The returned platform never had the preventive maintenance performed for 5 years. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the advisory. No patient involvement. No additional information was provided.